Event description:
It was reported, the original charger nor new replacement charger would communicate with the ipg. The pt reported there has been no communication or stimulation since the ipg stopped working approximately 6 months ago. Surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.